Manufacturer narrative:
Unique identifier (UDI) number added. Device evaluation: the (B)(4) battery was returned for failure investigation. The battery was visually inspected with no anomalies. The battery was attached to the battery firmware tester and the fault was isolated to incorrect battery firmware. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery in a 980 ventilator would not charge. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) replaced the battery. The se performed calibrations and extended self-testing on the device and all tests passed.